Manufacturer narrative:
A maquet field service technician (fst) visited the hospital and found that a printed circuit board built-in the upper part of the column was charred. The device has been sent to the manufacturer for further investigation. The root cause for the event could not be clearly determined. In general two different issues can cause the reported event: ingress of liquids: this root cause cannot be excluded but no significant marks could be found. Short-circuit: the service technician found squeezing marks on some wires caused by wrong laying of cables. Possibly this led to short-circuits. It is unlikely that this occurred during manufacturing of the device because a dielectric test is performed for each device after manufacturing. On the other hand according to the DHR of the affected device no repairs on this part of the column has been performed by maquet. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
After a surgical procedure smell of burning on the or table column was noticed. No injury reported to maquet. (B)(4).